Event description:
It was reported that during the beginning of the surgical procedure the customer experienced nonrecoverable 20000 and 21000 internal error codes. No patient harm was reported. The patient incisions were closed and the surgicla procedure will be performed at a later date.